Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 568 mg/dl with symptoms of excess urination. The patient received an insulin shot as treatment for the blood glucose excursion. The reporter reviewed the pump with a customer technical support representative and found that the basal deliveries did not match the time of the pump. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump and the pump history indicated an issue with deliveries.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 23-jul-2018 with the following findings: a review of the basal history appeared to be inaccurate due to multiple temp-basal programs run on that day. Several temp-basal programs were also run on two other days. The pump was exercised for 24 hours with a 2.0 unit per hour basal rate and at the end of testing the basal history correctly showed 2.0 units and the total daily dose showed 48.0 units. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. The total daily doses added up correctly and reflected the user's programmed basal rates. No alarms or delivery interruptions occurred during the testing. The alleged basal history recording defect was unable to be duplicated during testing.